Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a chipped charged coupled device cover lens glue. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct the event date in field b3 (9/22/2025). This correction does not indicate a late submission, as the initial report was submitted within the required reporting timeframe. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.